Manufacturer narrative:
Approximate age of device ¿ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of elevated lactate dehydrogenase (ldh) levels of 540 u/l in (B)(6) 2016. The patient reportedly also observed pump power spikes at the time. It was reported that the patient was treated with heparin and the ldh level decreased to 400 u/l with pump powers returning to baseline. Anticoagulation was unable to be increased due to a previously unreported history of hemoperitoneum and gastrointestinal (gi) bleeding. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remained in use at the time of event. A correlation between the device and the report of hemolysis, power elevations and history of gastrointestinal bleeding could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.